Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal of left circumflex (lcx). A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient 's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the contrast media before further inflation attempts were made. The device was removed from the bath; however, due to the condition of the device, the balloon was still unable to inflate. A microscopic examination of the balloon was also unable to locate rupture. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no damage along the length of the device. There were no issues noted with markerbands on the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and mildly calcified distal of left circumflex (lcx). A 10/2.50 flextome(tm) cutting balloon(tm) was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 10 atm for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient 's status was good.